Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide lot number 2. How the procedure was complete d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a gyn procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by the sales rep that during a gyn procedure, the thread came off the needle. At the time of the call it was unknown how the case was completed. Case was completed successfully. No patient harm was reported. Product was discarded. No adverse patient consequences were reported. Additional information was requested.